Manufacturer narrative:
An event of hemorrhage/blood loss/bleed was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of bleeding was related to procedure "potentially to rough introduction of the flexnav." However, this cannot be confirmed. The reported unexpected medical intervention was a result of case-specific circumstances as blood transfusion was performed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, an unknown size flexnav delivery system. During procedure, a tear in the right femoral artery was noted. A access site bleeding was noted. A stent was placed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.